Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3487a-45, lot# v132933, implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37082-20, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3487a-45, lot# v132933, implanted: 2008 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Event description:
It was reported that the patient¿s device was still implanted but was out of service. The patient reported a dead battery. The patient had not been seen in the clinic in over 3 years. The battery had been dead for well over a year and possibly two years due to the patient not using since they were undergoing treatment for cancer. The patient met with a manufacturer representative in (B)(6) they thought and they attempted physician mode recharges for 4-5 hours without success. An overdischarge was confirmed but it was unknown what number overdischarge it was. The patient wanted their device replaced. A replacement was being planned for (B)(6). The cause of the issue was patient non-compliance. When the patient last used their device it covered their painful areas and offered good pain relief. The patient had a loss of use of their device. The patient status was listed as alive with no injury. It was further reported that 3 physician mode recharges were attempted and there was no response from the device at all. The patient preferred having a replacement rather than continuing to try and reset the device. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received stated that the patient¿s implantable neurostimulator (ins) was replaced on 2014-(B)(6) and they were programmed with several groups that covered all painful areas. The patient said it felt amazing and was very excited to have stimulation again and said the relief was instant. The patient was instructed on the importance of keeping the device charged even if not used for extended periods and the patient verbalized understanding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.